Event description:
"We rec'd medwatch form report (B) (4) from the FDA on april 16, 2010. Per report, a zero day old infant had rec'd a large unquantified volume of air, while performing a blood transfusion, utilizing tubing set distributed by (B) (4). Hosp claims that its physician was not familiar with the tubing set stopcock configuration."

Manufacturer narrative:
The device nor a lot number was provided by the reporting facility following multiple attempts to retrieve this info; therefore, an eval of the reported sample and a device history record (DHR) review could not be performed. A thorough review of historical complaint data for the reported product was completed and the review did not identify any add'l reports of a similar nature. Therefore, this report is classified as an isolated incident. A thorough review of mfg procedures and quality control plans for the reported product did not identify any mfg related issues that may have contributed to this reported incident. Based on the results of the investigation, the most probable cause for the reported incident was determined to be that the clinical user was not familiar with the use of the product as defined in the directions of use (dfu). A thorough review of the directions for use (dfu) and labeling of the reported product was completed by a cross-functional team, including quality assurance, engineering, and customer advocacy. As a preventive measure, the existing caution statement in the dfu regarding the 4-way stopcock will be reinforced on the product labeling and will be highlighted in the directions for use.